Event description:
During a ptca/stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in a mildly tortuous left anterior descending coronary artery. The physician used a 6f introducer sheath for vascular access and an asahi moderate support guidewire and a 6f guide catheter to cross the lesion. The express2 monorail 32/4.5 mm stent was used in conjunction with a filterwire. It is noted that there may have been a bend in the proximal shaft of the express2 monorail catheter. After successful stent deployment, the delivery balloon would not deflate. The physician pulled negative three times without being able to fully deflate the balloon. After 30 seconds of inflation time, the balloon was finally partially deflated (to one atm), but appeared winged causing resistance during withdrawal. The physician then attempted to pull the delivery balloon out of the vessel but, in doing so, the shaft of the balloon broke, causing the balloon to detach from the shaft. The pt remained asymptomatic while the balloon remained inflated. The physician successfully scooped the balloon out of the pt by capturing it with the filterwire. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "normal."